Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's mother reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that they wanted to know if the error had anything to do with the scroll wrap recall. The customer was explained the difference between the button error and the scroll wrap recall. The product was not returned for analysis.